Event description:
It was reported that the patient reported having strong palpitations from inside out and light convulsions the day after the surgery. The patient's whole body was shaking, as well. The boston scientific representative turned off this left ventricular (lv) lead for two weeks. When the patient returned for a follow-up, the lead was turned back on and reprogrammed the cardiac resynchronization therapy pacemaker (crt-p). The patient has not felt palpitations since the reprogramming. The lead remains in use. No adverse patient effects were reported.